Event description:
During surgery, the valve's dacron cuff sewing ring around the muscle bar was found detached from the xenograft. The hcp repaired the dacron using 7-0 pronova. The valve was then implanted. No patient complication was noted.